Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Tentative summarizing translation from initial reporter´s narrative: the cannula is broken off and a 3 cm section remains in the patient.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distribution subsidiary (B)(4). Currently the data is poor (no lot given) and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Summarizing tentative translation from initial reporter´s narrative: breakage of needle; fragment (30 mm) lost in patient.